Manufacturer narrative:
Batch review performed on 27.april.2021: lot 164028: (B)(4) items manufactured and released on 21-sep-2016. Expiration date: 2021-05-04. No anomalies found related to the problem. To date, all items of the same lot have been already sold with one other similar reported event since 2017. Additional device involved: batch review performed on 27.april.2021: gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988) lot 165519: (B)(4) items manufactured and released on 25-nov-2016. Expiration date: 2021-11-05. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2017. Corrected data: on the 27 april 2021 this MDR was sent to the FDA test webtrader (https://esgtest.FDA.gov) for error. Today 9 september 2021 we recognized the error and sent the MDR to FDA production webtrader (https://esg.FDA.gov).

Event description:
3 years and 9 months after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly. When revising the poly, the surgeon also noticed that the patella was loose, so he decided to revise that as well. The reason for the loose patella is unknown. The surgery was completed successfully.